Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was unknown if there were any volume discrepancies with the pump. The lot number and implant date of the catheter remain unknown. The pump was returned for analysis.

Manufacturer narrative:
Only the pump was returned for analysis. The device met specification through analysis. No anomalies were observed.: the device code (B)(4) no longer applies to this event. (B)(4) applies to the pump. The method codes apply to the pump. Conclusion code 11 no longer applies to the pump. Conclusion code 71 now applies to the pump. Conclusion code 22 remains applied to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, explanted: (B)(6) 2017, product type: catheter. (B)(6). (B)(4) applies to the pump and (B)(4) applies to the catheter.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml at 2.5 mg/day via an implantable pump for an unknown indication for use. It was reported that during normal use the patient was listed for a pump revision as they had history of intermittent drug therapy, had experienced occasional withdrawal symptoms. It was reported that the clinician suggests that the pump has been working intermittently. It was reported that during the revision of the pump, the spinal and pump segments of the catheter were seen to be kinked and the spinal segment was shortened to remove a kinked part. It was further reported that the spinal incision was explored and spinal segment of 8781 catheter with 0 mm removed cut due to kinks and reconnected to pump segment using sutureless connector from ascenda catheter accessory kit. The pump pocket was also explored and the pump changed to a new pump with a serial number of (B)(4). There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was unknown if there was any diagnostics or troubleshooting performed. It was reported that inventions/actions taken were that the catheter was aspirated during the revision; there were no additional comments provided regarding the catheter being aspirated. It was reported that the issue was resolved at the time of this report. The patient status at the time of this reported was alive ¿ no injury. No further complications were reported and/or anticipated.